Event description:
Related manufacturer reference number: 2017865-2023-04872. Related manufacturer reference number: 2017865-2023-04877. It was reported that an electronics performance indicator (epi) alert was received by the clinician for the pacemaker. A high pacing atrial and right ventricular (rv) lead impedance alert was also received from the atrial and right ventricular lead. It was found that the patient deceased prior to the alert on (B)(6) 2023 due to old age. There is no allegation from the physician that the patient¿s death was caused or contributed by any of the patient¿s abbott products or any procedures involving the abbott products.